Manufacturer narrative:
The reported issue was not confirmed as no photos or videos was provided and the device was not returned. A 56 year old white female patient had a lat ankle w tape augmentation. It was reported that the x-twist anchor pulled out of the talus. The anchors were discarded. It was reported that the procedure was completed but there were no specifics provided. The surgeon did not use the awl due to the density of the bone, but instead drilled out the hole and used a tap to thread the anchor. There was no report of any defect or with the anchor or the tap. The current status of the patient is unknown. Supplemental information: the reported event cannot be confirmed. Based on the complaint description, the tap failed to create enough leverage for the anchor to be held in the bone. The investigation team initially performed the investigation based off incorrect anchor insertion method where the drill and/or tap were both not perpendicularly aligned with the bone when preparing the hole. The anchor did not pull out. The next test was using an unsteady insertion method where it would lead to a wider hole and may allow for the anchor to be pulled loose. The anchor was able to go in smoothly and did not pull out. The reported event was replicated. The next test was to drill a hole and then continuously screw the tap in place to cause the threads to strip and create a bigger bored hole. The anchor was still able to screw in and did not pull out. The next test was to use only the 20-full foam side and drill a hole and then continuously screw the tap in place to cause the threads to strip and create a bigger bored hole. The anchor did pull out. The investigation team believes that the tap could not securely grasp the drilled hole and force was not applied when screwing the tap into the hole. If there was no force provided, the tap would stay in place and bore out the hole instead of creating threads for the anchor. It was also determined that the difference in drill depth (~24mm) and tap depth (~29mm) was an issue due to a ~5mm difference between the two. Considering the bone quality, normal rotator cuff repair procedures have a hard surface bone layer with softer bone inside that allows for the tap to leverage onto and push into the bone whereas the talus bone has a more uniform bone quality where it does not have a harder shell layer. It was determined that the uniform bone did not provide enough leverage for the tap to overcome the "push-back" from the inner bone, causing the tap to stagnate and the thread would then bore out a wider hole. A batch record review was performed and its subcomponents. There were no non-conformances and no planned deviations documented for this product. The complaint unit is a non-sterile instrument and therefore does not have an expiration date. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon new and relevant information.

Event description:
On (B)(6) 2023, it was reported to anika that a 56 year old white female patient had a lat ankle w tape augmentation. It was reported that the x-twist anchor pulled out of the talus. The anchors were discarded. It was reported that the procedure was completed but there were no specifics provided. The surgeon did not use the awl due to the density of the bone, but instead drilled out the hole and used a tap to thread the anchor. There was no report of any defect or with the anchor or the tap. The current status of the patient is unknown. Additional information was solicited.

Event description:
On (B)(6) 2023, it was reported to (B)(6) that a 56 year old white female patient had a lat ankle w tape augmentation. It was reported that the x-twist anchor pulled out of the talus. The anchors were discarded. It was reported that the procedure was completed but there were no specifics provided. The surgeon did not use the awl due to the density of the bone, but instead drilled out the hole and used a tap to thread the anchor. There was no report of any defect or with the anchor or the tap. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information and or when the investigation is completed by the manufacturing plant.